Event description:
The surgeon implanted the micl 12.6 implantable collamer on (B)(6) 2009. The patient post-treatment follow-up form at 36 months was received and the patient indicated a secondary surgical procedure was performed due to a cataract. Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Evaluation method - medical review. Results: the icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. (B)(4).

Manufacturer narrative:
Patient (B)(4) - surgical procedure, secondary, (B)(4) - cataract. (B)(4). Evaluation: method - lens work order search. Results: a lens work order search was performed and there were no similar complaints found within the work order. (B)(4).